Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that that the patient noticed that their "boluses are being messed up" and the pump was "cutting them off an hour for like 3 months". The patient stated they took a bolus at 11:40 or 11:50 every night and it was "letting the doctor know" the bolus was taken at 12:50. The patient stated that their boluses change at midnight so they tried to do it 2 minutes before and it was still taking the bolus off for the next day. The patient believed they had morphine in the pump. Patient services assisted the patient with connecting to the myptm application. During connection, the patient commented that it took "so long on 90%; for 4-5 minutes". Patient services reviewed information and assisted the patient with clearing data on the handset. In the application, the patient saw the pump was 1:58pm, which was the correct time for them and the pump time was not off by an hour. The patient was told to call the manufacturer about the issue. The patient was redirected to the healthcare provider (hcp) to further address the issue. The patient had a lockout duration of 2 hours and a bolus restriction window of 1 bolus/2 hours. The patient had 6 boluses per day but was now 8.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that it takes 5 minutes to connect to their pump. The agent walked the patient through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.